Manufacturer narrative:
PMA/510(k) # = p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Device evaluation: the zisv6-35-125-6-120-ptx device of lot number c1487661 involved in this complaint was not returned for evaluation. With the information provided document based investigation was conducted. Complaint is confirmed based on the customer¿s testimony. Root cause: definitive root cause cannot be determined, however possible causes for this occurrence could include potential kinking during preparation of device. Additionally difficult anatomy could have created resistance during deployment, possibly causing the retraction wire separating from the stent retraction sheath. Thereafter, the separated wire could have cause the deployment difficulties. However, as per testimony the target site wasn't severely calcified nor tortuous anatomy noted. There is no evidence to suggest that the customer did not follow the instructions for use. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: zisv6-35-125-6-120-ptx device of lot number c1487661 contains zvsp6-t-35-125-6-120-is (zilver ptx) of lots ch1463495 & ch1462864. A review of incoming qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1487661, ch1463495 & ch1462864) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1487661. Summary: complaint is confirmed based on the customer¿s testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent would not deploy. No part of the stent was deployed. The safety button was pushed and the thumbwheel would spin, but would not expose stent.